Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not boot up. Upon troubleshooting, the philips remote service engineer (rse) suspected issue with the display saying network testing, mac address. Customer also reported that system did not boot up after reboot. Rse suggested engineer to open m cabinet and manual shut down, then reboot host pc. To resolve the issue, fse performed longitudinal movement calibration. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.